Event description:
Related manufacturer reference number: 3006705815-2023-04803. It was reported the patient lost therapy due to the ipg reaching end of life and impedances were found on one lead. Surgical intervention was undertaken wherein the ipg was explanted and replaced and one lead was explanted. When placing a new lead, physician was unable to implant the lead due to patient anatomy. The second lead was then relocated to the other side. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported defective lead was confirmed. Microscopic inspection of the returned lead identified all broken wires in the lead body that would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.